Manufacturer narrative:
Correction made to b5: it was reported that two (2) exactamix 2000ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the upper right hand corner seam. [Previously submitted as one (1)] additional information added to b3 (update to asku) d9, h3, h4, h6, and h10: b3: the event occurred on an unspecified date of november 2023, further described as "within the past week". H4: the lot was manufactured from july 22, 2023 - july 23, 2023. H10: two (2) actual devices were received for evaluation. Visual inspection was performed and a tear was observed at the upper right front side flat seal of both samples. Functional testing was performed by filling the bags with tap water and a leak was observed at the upper right front side seam area of both samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the upper right hand corner seam. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.